Event description:
01/14/05, I suffered optic neuritis, a MRI that day confirmed that I had 4 lesions on my brain. I was diagnosed with ms. After spending months reviewing my options and continuing to suffer fatigue, apathy, hearing loss, slurred speech, allergies, asthma, and memory loss, symptoms that I have had for 2 years prior to this event, I started to find numerous information about heavy metal exposure and neurological disorders. The only heavy metal exposure that I know I have been exposed to are from my amalgams. Little did I know that there are thousands of articles and numerous books written about the subject by medical doctors, dentist, and scientific researchers. Most of them in the anti-amalgam camp. I still was not convinced so I spent my own money and received a dmps challenging urine test by a md. The results were that I have five times the amount of mercury that is considered safe -no mercury is safe-. I was shocked and still cannot believe that the FDA will not take this issue seriously and continue to consider amalgams safe. I understand the threat of law suits and economic ramifications, but we cannot continue to contaminate people with one of the most toxic metal known to man. Please, please put the health of people first and eliminate mercury dental fillings.